Event description:
On (B)(6) 2009, pt reported he changed the cartridge on (B)(6) 2009, the plunger of the insulin cartridge got stuck on the piston rod and insulin spilled out of the cartridge. Pt stated 18-20 units of insulin spilled into the chamber. Pt reported he returned over the infusion device and poured the insulin out. He stated when he went to change the insulin cartridge again today he noticed there was still moisture inside the chamber. Pt reported he believes it is insulin from before when it spilled on (B)(6) 2009. Pt no longer has the insulin cartridge to return. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was replaced; requested return of the affected infusion device.